Event description:
The 9600+ unit does not boot-up and a bad iros pot error displayed. Determined that problem caused by a faulty variable resistor pot (iris pot). No pt injury.

Manufacturer narrative:
The service rep replaced the variable resistor (iris pot), calibrated the pot dc voltage to 0.7 [v] in collimator closed position, and to 4.3 [v] in the open position, cleaned and lubricated all the gears of the collimator, checked the collimator operations. Booted unit several times error free, however, in the forth boot-up the same error occurred, problem not totally fixed due to some partially damaged component in the collimator. Suggested to replace collimator to be deny by the customer and elected to proceed with repair.